Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl, due to settings adjustment. Customers spouse assisted by giving customer orange juice and by monitoring customer. Customer reported having bruises on their legs, but unsure how she sustained them. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.